Manufacturer narrative:
The MFR did not receive the device for review. The device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and/or the device be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that the surgeon was using the short cm lag screw reamer and the reamer tip sheared off while applying force to guide while reaming.